Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient was transplanted. The patient had a flap for pump pocket/sub-xiphoid wound and was transplanted at another center. The pump pocket/sub-xiphoid wound appeared shortly after implant but the source of the wound was unknown. The device will not be returned for evaluation. Additional information was received that the patient's sub-xiphoid collection occurred after the reporter performed an incision and drainage (I&d) of the area. The culture from the I&d was negative. The reported wound did not cause the patient to be accelerated on the transplant list.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. It was reported via the patient outcome that the patient underwent a transplant on (B)(6) 2016. The account reported that the patient was accelerated on the transplant list after undergoing a flap procedure for a pump pocket/sub-xiphoid wound. The specific details surrounding the patient¿s transplant are unclear. All indications reportedly indicated that transplant was routine however, a pump pocket/sub-xiphoid wound appeared shortly after implant, source unknown. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The heartmate ii lvas IFU provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas is indicated for use as a ¿bridge to transplantation¿ for cardiac transplant candidates who are at risk of imminent death from nonreversible left ventricular failure. No further information was provided. The manufacturer is closing the file on this event.